Manufacturer narrative:
Device codes: 2993 labeled na. Internal file number - (B)(4). Correction: patient codes 1710, 1817 and 1984 removed. Device code 2524 was removed and code 2993 was added. Based on additional information received, the graftmaster did not cause/contribute to an adverse patient effect or reported device issue. Therefore, this event would not have been reportable; however, as the event was already filed, it must remain reportable. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
Subsequent to the initial report, additional information was received. The graftmaster covered stent was advanced inside the anatomy; however, it was ultimately not needed as the perforation was successfully sealed with brief balloon tamponade inflations and reversal of anticoagulation. The ramus artery became occluded likely with plaque shift and there was a faint flow at the completion of the procedure that will be treated medically. Echocardiogram during and post procedure revealed no significant effusion. The patient was monitored and was stable. They were then discharged from the hospital on (B)(6) 2019. There were no device issues with the graftmaster covered stent, and it did not cause or contribute to complications or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the proximal left anterior descending artery that was 70% stenosed. A balloon rupture occurred during post dilatation of a non-abbott stent, which caused a perforation. A 4.0 x 16 mm graftmaster covered stent was loaded onto an unspecified guide wire; however, the graftmaster stent was not deployed. It is unknown why the graftmaster stent was not deployed, i.e., failed to cross to the perforation. The perforation was then sealed with brief balloon inflations and reversal of anticoagulation medication. During attempts to treat the perforation, the ramus artery (circumflex) became occluded and the patient developed st elevations and chest pain. Protamine was administered and the patient became hemodynamically stable with improved but not resolved st elevations. A transthoracic echocardiogram was performed which showed a fat pad with possible small effusion. Additional protamine was administered and final angiography showed resolution of the perforation extravasation and faint flow returned to the ramus. No additional information was provided.